Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on photographic evidence provided of the suspect medical device. Photographic evidence evaluation summary: during the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with two 400cc smooth mentor memorygel breast implants experienced unspecified illnesses postoperatively. As a result, the patient underwent explantation without replacement on (B)(6) 2020, and right-sided implant rupture was discovered during the procedure. This medwatch report is for the left-sided implant.